Manufacturer narrative:
Initial MDR date MFR. Rec: (B)(6) 2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d4: battery / bat580182 h6: FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: four batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Analysis of data log files revealed several power switching events due to momentary disconnections involving (B)(4). Additionally, log files revealed power switching due to communication errors involving (B)(4). Analysis of alarm log files revealed two critical battery alarms due to communication errors involving (B)(4). As a result, the reported power switching and critical battery alarm events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Other devices involved in this event: heartware ventricular assist system ¿ battery serial number: (B)(4) device available for eval: yes, 2018-02-21. Heartware ventricular assist system ¿ battery serial number: (B)(4), device available for eval: yes, 2018-02-21. Heartware ventricular assist system ¿ battery serial number: (B)(4). Device available for eval: yes, 2018-02-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: four (4) batteries ((B)(4) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several power switching events due to momentary disconnections involving (B)(4) , as well as several power switching events due to communication errors involving (B)(4) . In addition, the data log file revealed several instances involving (B)(4) where the relative state of charge (rsoc) was logged between 101-201, which is indicative of communication errors. Analysis of the alarm log file revealed two (2) critical battery alarms due to communication errors involving (B)(4) . As a result, the reported power switching, critical battery alarm, and communication error events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and co mmunication errors between the controller and batteries. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two of the batteries also had a communication error.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: 2018-03-31, UDI: (B)(4), mfg date: 2017-03-31. (B)(4). Heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: 2018-03-31, UDI: (B)(4), mfg date: 2017-03-31, (B)(4). Heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: 2018-04-30, (B)(4), mfg date: 2017-04-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries had a critical battery alarm and power switching. The four batteries were exchanged. No patient complications have been reported as a result of this event.